Event description:
On (B)(6) 2025 a angiosculpt evo rx percutaneous transluminal coronary angioplasty (ptca) scoring balloon catheter was utilized during a left heart catheterization and percutaneous intervention of the patient's circumflex artery. The device was inflated twice during the coronary intervention per standard procedure. The provider noted difficulty while attempting to retract the device from the vessel. The device was inspected upon removal. The tines on the balloon were observed to be protruding off the balloon. There was not an adverse outcome or harm caused to the patient.